Manufacturer narrative:
Health effect-clinical: emphysema.

Event description:
It was reported that after the bronchoscopy procedure, the patient developed mediastinal emphysema, as indicated by the postoperative CT examination. After a follow-up CT scan demonstrated recovery, the patient was discharged on (B)(6), following a total hospital stay of 6 days.